Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board being unlocked. The pump was unable to verify sensor error alarm due to unresponsive buttons. The pump had cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 107 mg/dl. The customer stated that she dropped her pump and now the buttons on the pump are unresponsive. The customer stated that she was able to suspend the status before the buttons became unresponsive. The customer also stated that the pump shows a full circle on the screen and she cannot access the main menu or status due to unresponsive buttons. Customer was advised to discontinue use of the device and to revert to a backup plan.